Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose level was 438 mg/dl. The customer was admitted to (B)(6) hospital. The cause of emergency room visit as per healthcare provider is diabetic ketoacidosis. The customer was treated for few hours in the emergency room and put to intensive care unit and was released in the morning. The customer was wearing the insulin pump at the time of emergency room visit.